Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Device investigation summary: at the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture due to fluid leakage. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage and intimate physical contact, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. As stated in the instructions for use, capsular contracture is a known complication associated with these devices. According to the information provided, and since the device has not been returned for analysis, it has been concluded that the reported complaints rupture and granuloma occurred as a result of postoperative trauma, and that the capsular contracture in the patient¿s breast was the result of the body¿s normal physiologic response to the implantation of a foreign object. Reason for device explant and/or reoperation: not applicable. Concomitant medical products: 445cc mentor memorygel breast implant (catalog number 3507445mc, serial number (B)(4)). Manufacturer report number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) bi-racial (african american and caucasian) female patient underwent a primary breast augmentation with a 445cc mentor memorygel breast implant and experienced postoperative right-sided rupture resulting from a domestic violence situation. As a result of the incident, the patient has experienced granuloma, capsular contracture, and right-sided breast pain. The diagnoses were confirmed by physician upon examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.